Event description:
It was reported that, from time to time, an infusion will take 20 minutes longer than what has been programmed (medication, programmed amount and delivery rate unk).

Manufacturer narrative:
(B)(4). The complaint device was not returned to baxter for assessment therefore no device evaluation could be performed. The complaint will be closed, if the device is returned in the future, the complaint will be reopened and an evaluation performed.